Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, new patients were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients did not cross over. A technical support specialist dialed into the server and ran a server downtime query. Available xml (extensible markup language) processing messages were checked. The patient appeared on the patient encounter system and the station. The tss called the user to check with the hospital information technology team and active directory for patient admission. The user confirmed that the issue was resolved, and the patients are now crossing over. The tss attached the knowledge article of¿ patients and order not crossing to med es server¿ for customer reference. The system functioned as intended after the technical support specialist verified the device.